Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported after installing the loaner processor there was no video image present when using a 190 scope, only color bars. The customer reported the 180 scopes work properly with loaner processor. Tac advised the customer not to hot swap scopes but tot power down to remove and install scopes in light source. Tac verified the reset attempts of brightness, white balance, nbi and communication cables. Tac instructed the customer to swap the loaner processor with the original processor, which was being sent into olympus san jose repair center for evaluation of the video socket (180 scopes). The 190 scope operated properly with the original processor deeming 190 scope operable. The unit was returned to the service center for evaluation. The customer¿s complaint of the unit ¿working with the 180 scope and not the 190 scopes¿ was not confirmed. No abnormalities were noted with the unit. An investigation is ongoing to obtain additional information regarding the reported event.

Event description:
The customer reported that there was no image when the 190 series scope was connected to the video system. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and the phenomenon not being reproduced, it is likely that there is no abnormality in the device. Since the image of 180 scope appears and the image of 190 scope does not appear, it is presumed that there is something wrong with the light source or the connection cable with the light source. Olympus will continue to monitor the field performance of this device.